Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman flx procedure. During insertion of the device, the physician noted that the guidewire got stuck in the dilator and both devices had to be removed from the patient together. The guidewire appeared to have some small kinks upon removal from packaging but was still used and then became kinked further as it got stuck. The procedure was then completed successfully using a different device, different model. No patient complications reported. Product is not expected to return for analysis as it was disposed of at the facility.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Additionally, the field e1 (initial reporter fax) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is anyfurther relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman flx procedure. During insertion of the device, the physician noted that the guidewire got stuck in the dilator and both devices had to be removed from the patient together. The guidewire appeared to have some small kinks upon removal from packaging but was still used and then became kinked further as it got stuck. The procedure was then completed successfully using a different device, different model. No patient complications reported. Product is not expected to return for analysis as it was disposed of at the facility.